Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "guide wire cannot pass through the central lumen of the catheter" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the guide wire cannot pass through the central lumen of the intra-aortic balloon (iab) when the iab was implanted. The user attempted to pass the guide wire multiple times without success. As a result, the user used a new iab to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the guide wire cannot pass through the central lumen of the intra-aortic balloon (iab) when the iab was implanted. The user attempted to pass the guide wire multiple times without success. As a result, the user used a new iab to complete the treatment. There was no report of patient complications, serious injury or death.